Event description:
During set up a perforation was discovered in the aspiration line at the luer-lock connector. Another pack was substituted. Surgery was not delayed, and the initial reporter that there was no effect on the pt.